Manufacturer narrative:
This report is filed 12 aug 2015.

Event description:
Per the clinic, on (B)(6) 2015 the patient experienced extrusion of the device subsequently the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4). Device is currently unavailable.